Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Per visual inspection, minor bowing of the front panel above the manometer. The input manifold shifts on the bottom chassis. Per functional testing, continuous flow was present as soon as the device was powered on. The complaint was confirmed. The root cause was not determined. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. This issue is being monitored and further actions and investigation are being taken.

Event description:
Additional information received via email. No patient involvement.

Manufacturer narrative:
Date of event is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the device was not ventilating. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.